Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis showed a thinner surface on the port tubing an a smooth linear opening with leakage consistent with wear and tear. A kink was also identified in the port tubing. The damaged port septum had pulled material with evidence of coring likely to have been caused by the use of a coring needle. The band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a "malfunctioning lap band port." The device was removed and it is unk if it was replaced. Further f/u with the health professional noted the port was explanted due to "lost restriction." The band should have had 2.8cc of saline from a previous fill, but the health professional was unable to withdraw any fluid. An upper gastrointestinal was performed around the same time as the discovery of "lost restriction", but it is unk if the testing was for the alleged leak.